Event description:
It was reported by the customer that during inspection, cs300 intra-aortic balloon pump (iabp) failed to automatically inflate. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the device alarm failed to automatically inflate, and the 5000h maintenance kit was replaced. After replacement, the functional parameters of the device were normal, and it was delivered for clinical use.